Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 28 mmol/l. The patient visited an urgent care clinic for the alleged blood glucose excursion. The reporter stated that there were multiple loss of prime warnings that had caused a delay in insulin delivery. Upon review of the device, it was found that the cartridge compartment cap was unable to be fully secured to the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of loss of prime warnings caused by an unsecured cap.